Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was exchanged due to a driveline infection. Additional information surrounding the pump exchange was requested; however, the hospital responded stating that they declined to provide more information.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further issues have been reported. A correlation between the pump and the reported infection could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The pump was returned to the manufacturer assembled, and the percutaneous lead (lead) was cut approximately 7 inches from the pump housing, and the rest of the lead was not returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. The evaluation revealed a deposition in the outflow elbow and outlet stator. The deposition in the outflow elbow was soft/tissue-like with granular development along the elbow lumen. It appeared that the deposition did not impede flow. A specific reason for its development, and a duration for its presence in the pump, could not be conclusively determined. The deposition in the outlet stator was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor to indicate that this deposition was present while the rotor was spinning. Although its origins and a duration in which it was present in the pump could not be conclusively determined, it did not appear to have originated in this location and was not attached to any surface. In addition, the deposition did not appear to have contributed to a functional issue. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Upon review of the file, it was determined that this event is a duplicate of MFR. Report # 2916596-2014-01823.